Event description:
New or updated information listed in section h10.

Manufacturer narrative:
There was no product malfunction suggested or identified therefore no product was returned. No radiographs or images were provided so the complaint could not be confirmed. Review of the information from the research article and communications with the reporting surgeon identified the complication was attributed to an insufficiency of the venous circulation that was treated with heparin there was no indication or allegation that a nuvasive device caused or contributed to the event and it is considered the result of patient related factors. No additional investigation required. Labeling review: "contraindications: contraindications include but are not limited to:... Patients with physical or medical conditions that would prohibit beneficial surgical outcome..." "Potential adverse events and complications as with any major surgical procedures, there are risks involved in orthopedic surgery..." "Patient education: preoperative instructions to the patient are essential. The patient should be made aware of the potential risks of the surgery." "Preoperative warnings: patient condition and/or predispositions such as those addressed in the aforementioned contraindications should be avoided. Care should be used during surgical procedures to prevent damage to the device(s) and injury to the patient..." "Intra-operative warnings it is important that the surgeon exercise extreme caution when working in close proximity to vital organs, nerves, or vessels, and that the force applied to the instrumentation is not excessive, to prevent potential injury to the patient." "Method of use if there is any doubt or uncertainty concerning the proper use of instruments please contact nuvasive customer service. Any available surgical techniques will be provided upon request. For optimal results, the same type of instruments used for implantation should be used for implant removal."

Event description:
It was reported in a research article that a minimally invasive transforaminal lumbar interbody fusion resulted in deep vein thrombosis.

Manufacturer narrative:
There was no product malfunction suggested or identified therefore no product was returned. No radiographs or images were provided. Due to a lack of information provided no root cause could be determined however deep vein thrombosis is a known surgical complication and may be the result of patient-related factors. Labeling review: "...contraindications: contraindications include but are not limited to:... Patients with physical or medical conditions that would prohibit beneficial surgical outcome..." "...potential adverse events and complications as with any major surgical procedures, there are risks involved in orthopedic surgery..." "Patient education: preoperative instructions to the patient are essential. The patient should be made aware of the potential risks of the surgery." "...preoperative warnings: patient condition and/or predispositions such as those addressed in the aforementioned contraindications should be avoided. Care should be used during surgical procedures to prevent damage to the device(s) and injury to the patient..." "Intra-operative warnings it is important that the surgeon exercise extreme caution when working in close proximity to vital organs, nerves, or vessels, and that the force applied to the instrumentation is not excessive, to prevent potential injury to the patient." "Method of use if there is any doubt or uncertainty concerning the proper use of instruments please contact nuvasive customer service. Any available surgical techniques will be provided upon request. For optimal results, the same type of instruments used for implantation should be used for implant removal." 9004421-en w-2022-12. H3 other text : no device returned.